Manufacturer narrative:
H3, h6) the surgical arm returned and was analyzed. In summary, the issue was able to be duplicated. The failures noted included a missing plastic cover, a repeater card failure, a broken intel camera cover, an intel camera failure, an encoder failure, and the navigation test failed. Previously reported codes, b01, c13, and d02 are applicable as well as newly reported code, c07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a mismatch between ap and lateral views in a computed tomography-to-fluoro (CT-fl) case. The issue was that if the surgeon planned on l5 in the lateral scan, it would appear on l4 in the ap view. Additional scans were performed on the c-arm and it was recalibrated, but the issue persisted. As a workaround, the site switched to medtronic imaging scan and plan and performed a soft reboot of the guidance system. The surgeon replanned and proceeded with screw implantation, with screws on the right side being accurately placed. However, when the robotic arm was sent to the left side of the patient, the trajectory was off by an entire level. Consequently, navigation was aborted, and the surgery proceeded without robotic assistance. It was unknown if there was any patient impact or complications as a result of the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206-04r, serial number: (B)(6); h6) multiple annex a codes were applied to capture this event. A0908 captures the trajectory being off by an entire level while a23 captures the mismatch between ap and lateral views. H3, h6) the system was serviced in the field. In summary, the surgical arm was replaced. The arm was not on trajectory. Codes b01, c13, and d02 are applicable. H3, h6) the surgical arm was reported to have been in transit to return for analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.